Event description:
It was reported that the customer had normal blood glucose levels of 5.3 mmol/l. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer would like to return the insulin pump for failure analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.